Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, delayed healing, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿incision not healing¿, "fluid bubbles around the implant¿, and ¿incision was also leaking¿.

Event description:
Patient reported left side ¿experienced issues with incision not healing and having "fluid bubbles" around the implant. The incision was also leaking¿. Device has been explanted.